Event description:
The physician was treating an male patient who presented with an advanced severe mca stroke. The physician made two passes with a merci retriever x5, but was unsuccessful. The physician then switched to a merci retriever x6 and made an additional pass using a torquing technique. Without making any progress in establishing blood flow, the physician made a second pass with the same retriever x6 which resulted in device fracture. No attempt was made to retrieve the fractured tip. Per the physician, no patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the incident.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the retriever x6 core wire fractured just distal to the helix proximal end (also known as the helix proximal takeoff). The fracture occurred beneath the polymer sleeve that reinforces the helix proximal takeoff area. There is no evidence to suggest that the device did not meet specifications before distribution. Based on the results of the investigation and the information provided by the site, the specific cause of the fracture was not able to be determined. The manufacturing records for merci retriever x6 device, lotnumbers 31782, 32013, 32105, 32161, 32237, 32241, 32263, 32319, 32439, 32542, and 32560, were reviewed and no anomalies were found that are related to this complaint.